Event description:
It was reported that stent partial deployment and elongation occurred. The occluded target lesion was located in a non-tortuous and moderately calcified vessel. The vessel was pre-dialted. A 6x250, 130 cm eluvia drug-eluting vascular stent system was selected for to stent to treat critical limb ischemia using a contralateral approach over a 0.035 guidewire. When deploying the stent, the front portion deployed, but only about 3/4 of the length. There was difficulty deploying the remaining 1/4 length event after several attempts using the knob. The entire system was removed, and the stent was found to be elongated. The procedure was completed using an alternate device, and there were no patient complications as a result of this event.